Event description:
The hcp reported that the patient was experiencing symptoms of overdose following proximal catheter revision. The events leading up to the overdose are unclear. The patient was experiencing seizure, lethargy and flaccidity, but was responding to physostigmine. The patient was discharged the following day with the pump stopped. A follow-up visit was planned for 02/2004 for evaluation.